Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was initially inflated at 12 atmospheres without problem. On the second inflation, an attempt was made to inflate the balloon at 12 atmospheres however it was noted that the indeflator did not increase. It was suspected that the balloon had ruptured. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 1.5cm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was initially inflated at 12 atmospheres without problem. On the second inflation, an attempt was made to inflate the balloon at 12 atmospheres however it was noted that the indeflator did not increase. It was suspected that the balloon had ruptured. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).